Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the following incident: during insertion, the insertion wrench became loosely connected to the dhs screw. This put excess force on the connecting screw as the surgeon attempted to continue to insert the dhs. The threaded portion of the connecting screw sheared off and remains in the dhs screw. This is report number 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.